Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2018, the patient was tested for pregnancy prior to a scheduled hernia surgery. A urine sample was collected at 7:58 am and tested using a cardinal health rapid test hcg combo test. At 8:05 am, a positive hcg result was recorded in the facility's system. The hernia surgery was cancelled as a result of the positive hcg result. As the patient was adamant she was not pregnant, a retest was performed at 10:35 am on a cardinal health rapid test hcg combo test using a new urine sample and produced a negative hcg result. A serum sample was then collected and tested on a third cardinal health rapid test hcg combo and also produced a negative hcg result. The patient was discharged and the customer could not confirm whether the surgery was rescheduled.

Manufacturer narrative:
Investigation conclusion: retention devices were tested with in-house clinical negative hcg urine samples. All hcg results were negative at read time and met qc specification. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Retention devices tested with the returned patient urine sample produced positive results at the read time. The patient sample was sent for hcg quantitative analysis and determined to contain 35.3 miu/ml hcg. This result is above the threshold and correlates with the positive result obtained in-house with the returned sample. The devices were determined to perform as expected. Based on the information available, there is no indication of a product deficiency and no corrective action is required.